Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and dyspareunia. It was also reported that the patient underwent excision of mesh and revision vaginoplasty on (B)(6) 2011 for exposed vaginal mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 11/30/2016.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.